Event description:
The pt began to experience intermittent dyspnea of moderate severity approximately 3 weeks post-implant, mainly at night. Medications were added to the patient's drug regimen at first report of dyspnea and at other times throughout the course of treatment. The pt was hospitalized due to dyspnea approximately 3 months after onset. Approximately two months after hospitalization, the dyspnea had reportedly resolved. Treating physicians indicated that the dyspnea was not related to implantation or stimulation.